Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group deutschland received a report that the sorin heater-cooler system 3t displayed an error code on the patient side and the water did not circulate during priming. The unit was switched out for the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate and could not reproduce the reported error code. During examination the patient tank was found to be completely empty of water and the unit showed a level alarm. The service representative filled the tank to the correct level and the alarm ceased. All water circuits were found to be functioned normally. The pump connectors and distribution board were cleaned and all connections on the distribution boards for both bridges were reseated. The unit was run for several hours and no errors were observed. Preventive maintenance and functional verification were performed without issue and the unit was released to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be confirmed, a root cause was not determined and no corrective actions were identified. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side and the water did not circulate during priming. The unit was switched out for the procedure. There was no patient involvement.